Manufacturer narrative:
The following sections were corrected: checked returned to manufacturer, and added date returned to manufacturer.

Manufacturer narrative:
One osseotite tapered implant was returned for inspection attached to the mating implant mount. The drive feature of the mount is confirmed to be damaged. A device history review was performed and no related nonconformances were noted. Part was functionally tested. The implant could not be removed from the mount, as the drive pin was stripped and cold welded to the mount body. The complaint is confirmed. No device lot number was provided so a device history record review and a complaint history review could not be performed. Appropriate documentation was reviewed and the following information was identified: p-iis086gi rev. F 11/2015 and instsm rev d 02/16. Information identified: pick-up and delivery of implant: care must be taken when inserting the implant placement driver tip into the implant. A very low rpm must be used as you approach the internal connection of the implant with the driver tip to properly align the internal hex of the implant with the external hex of the driver. Press down firmly to engage the implant securely. Complaint indicates the implant mount was stuck inside the implant and could not be disengaged. The alleged event was confirmed during inspection. A root cause could not be determined for this complaint. Device evaluated by manufacturer: change ¿no¿ to ¿yes¿.

Manufacturer narrative:
(B)(6).

Event description:
Doctor indicated that the mount got stuck and did not turn correctly, also stated that the mount did not disengage from the implant. A different device was used to complete the procedure.